Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle is not retracting. The following information was provided by the initial reporter: this issue has already been addressed and not a new problem, although it is still occurring. It is not lot specific as we are still seeing the concern with the needles not retracting (or retracting very slowly). When john was here to pick up the affected catheters, he saw the lag time of the retraction of the needle. No injuries have occurred, but it could potentially cause a needle stick injury if the associate is not aware that the needle has not yet retracted when they go to pull it from the catheter.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4239972. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information